Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 3080106. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system the prn was loose and leaked. The following was translated from chinese to english: the nurse reported that when the patient was in the CT imaging department, during the injection of high-speed contrast medium, the isolation plug of the indwelling needle fell off, resulting in leakage of contrast medium and bleeding of the patient.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system the prn was loose and leaked. The following was translated from chinese to english: the nurse reported that when the patient was in the CT imaging department, during the injection of high-speed contrast medium, the isolation plug of the indwelling needle fell off, resulting in leakage of contrast medium and bleeding of the patient.